Event description:
It was reported to boston scientific that while using a hydrothermablator procedure set, the patient was awake while the physician was doing the hta procedure. The patient was given a spinal block instead of being sedated. Approximately 7 minutes into the procedure the patient moved and said "ouch". The physician inadvertently pulled the sheath out. The physician did not notice any fluid loss at that point and completed the procedure. Upon completion of the case, the physician did a visual inspection and noticed a burn the size of a nickel on her left wall of her vagina. The patient was treated with silvadene and a full recovery is expected. The doctor is reporting that the the burn is determined to be less than a 1st degree burn. Patient is recovering fine.

Manufacturer narrative:
The lot number of the device used is unknown, consequently, the device manufacturing and expiration dates are unknown. The suspect device has been disposed. A device evaluation will not be performed; therefore, the cause of the reported event is undetermined.